Event description:
It has been reported that the occlusion balloon deflated as soon as it was inflated due to severe calcification within the patient's vessel. The physician inserted the occlusion balloon into the catheter introducer and felt high resistance. The physician continued and forced the device through the introducer. The physician inflated the occlusion balloon, but it deflated immediately due to severe calcification within the patient's vessel. The physician decided to continue the case without distal protection in place. The patient is reported to be fine.